Event description:
A user facility has reported that there appears to be a metal screw from either the alignment jig or the sleeve cutter stop from the right birmingham hip resurfacing surgery. At the time of this report, without additional info from the hospital, it is presumed that a screw from a bhr instrument has been inadvertently implanted.

Manufacturer narrative:
The bhr surgical technique states the following, "all instruments should be inspected before use. Any instrument found with a loose or absent locking screw should be returned to smith & nephew for refurbishment." Additionally, the bhr important medical info contains the following statement, "examine instruments for wear or damage before use. While rare, intra-operative instrument breakage can occur. Instruments that have experienced excessive use or force may be susceptible to breakage." Smith & nephew has made repeated attempts for additional info as to the nature of this event from the hospital, but as of the date of this report, no additional info has been provided.